Event description:
Investigation completed and summarized in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy plus pumps - 6500 pump. Testing done on three separate delivery accuracy testing. The accuracy was with in the published specification of +/-6% and no duplication could be verified. However, in the event log this revealed ?no disposable and key stuck alarm messages after pump starting." In theory the issue was possible caused by no disposable and key stuck alarm message. Action was taken to replace expulsor to be slightly trimmed down to bring the delivery accuracy closer to normal range and replace the down stream occlusion sensor. Device then passed all delivery testing.

Event description:
Information was received indicating that a smiths medical pump will start and stop and is giving incorrect doses. There were no reported adverse events.